Event description:
The customer stated that after the patient woke up from an atrial fibrillation procedure, he gave unclear answers and had speech impairment. A cerebral stroke was suspected and the patient was moved to the stroke unit. It was reported that the causality of the event was possibly related to a non-bwi device that was used during the procedure. Patient condition has been reported as stable and the patient was released from the hospital in 2007. Besides the coolflow pump, the other biosense webster device used during the procedure was the navistar thermocool catheter.